Manufacturer narrative:
The insulin pump had no button error alarms noted. The device had no button response on down arrow buttons due to corroded keypad traces. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test, and the excessive no delivery test due to no button response. The device had a cracked case at display window corners, cracked battery tube threads, cracked reservoir tube, and cracked reservoir tube lip. The device had moisture damage on the lcd board. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 150 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.